Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches") and fatigue ("fatigue") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (salpingectomy. (Bilateral},hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, headache, fatigue and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient receive treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), headaches, fatigue, fibroid, did not undergo confirmation test. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C03096,c22913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multigravida, parity 2, parity 2, miscarriage, termination of pregnancy, anemia, facial spasm, hypertension, uterine fibroid, menorrhagia and overweight. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches"), hypertension ("blood or heart disorder/condition type: high blood pressure") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("fibroid") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy. (Bilateral removal of fallopian tubes},hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, headache, fatigue, uterine leiomyoma, vaginal haemorrhage, vaginal infection, migraine, hypertension, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, hypertension, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient receive treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Discrepancy noted for date of removal previously reported as (B)(6) 2017 now reporting as (B)(6) 2017 approximate weight at the time of essure placement: 150lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: borderline anemia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia lot number: c03096 manufacture date: 2013-12-09, expiration date: 2016-12-31. Lot number: c22913 manufacture date: 2014-02-10, expiration date: 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C03096,c22913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multigravida, parity, live birth, miscarriage, termination of pregnancy, anemia, facial spasm, hypertension, uterine fibroid, menorrhagia and obesity. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches"), hypertension ("blood or heart disorder/condition type: high blood pressure") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("fibroid") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy. (Bilateral removal of fallopian tubes},hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, headache, fatigue, uterine leiomyoma, vaginal haemorrhage, vaginal infection, migraine, hypertension, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, hypertension, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient receive treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Discrepancy noted for date of removal previously reported as (B)(6) 2017 now reporting as (B)(6) 2017 approximate weight at the time of essure placement: 150lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: borderline anemia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs and mr received. Reporter information, lot number, medical history added. Events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal, migraines / headaches, blood or heart disorder/condition type: high blood pressure, vaginal discharge, weight gain / loss specify which one: weight gain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.